Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of a severely calcified chronic total occlusion, the 7 mm balloon resulted in severe type b dissection over 20cm. Required overlapping stent placement.

Manufacturer narrative:
The complaint instrument was not returned and could therefore not be subjected to a technical investigation. Angiographies or other imaging material could not be obtained. Therefore, no technical investigation on the subject could be performed. The corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against inflation above rbp.